Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction of device not powering up was confirmed. Based on the results of the investigation, it was presumed that the device did not power up due to a faulty power supply unit. The root cause could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the lcd monitor did not power on. The issue occurred, when preparing the device for use in a diagnostic procedure. A similar device was used to complete the procedure. There was no reported patient harm or impact due to this event.